Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (wires exposed) has been confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code 204 (belt/monitor unusable).  The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the j1001 connector on the pca board was damaged, and there was an open r781 driven ground resistor on the computer/analog board. The root cause for the damaged connector was excessive force. The root cause for the open resistor could not be positively identified.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged cable.